Event description:
Pt reports having reaction to primapore dressing - redness / irritation. No further info provided. Prescriber rems ID: (B)(6); pt rems ID: (B)(6), unk if md aware. Reported to (B)(6) by pt/caregiver.